Manufacturer narrative:
(B)(4). Date sent: 6/2/2023 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot/batch number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy the knob broke while retracing to return to knob position after firing 6 fires. The surgery was delayed 15 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # 988a61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was broken off and not returned. In addition, no package was received for analysis. The device was received with no reload present. Further analysis showed the knob area presents damage. No functional test could be performed due to the condition of the device. The event reported was confirmed and the damage noted on the device is related to improper use of the device. While the exact nature of the pressure apply to the device could not be determined possible causes are if enough force is applied to the knob, the device could be damaged. Also, if the closing latch and the knob are press against each other when the latch is been close damage to the knob could occur. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 988a61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. The batch#988a61 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.